Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309657 batch number#: unknown. It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: rcc received a complaint via email. Ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): (B)(6) 2024, type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: 3ml luer-lok tip syringe used to draw up 2ml of fentanyl from vial. Writer noted only 1ml present in the syringe and then upon closer inspection noted that the plunger appears defective. No extra medication left in vial and no spill to work area. Impact of incident: fentanyl wasted and new vial taken and drawn up with a different 3ml luer-lok tip syringe with success. Who was affected? No person affected. Device information, device name/description: syringe luer lock tip 3ml manufacturer code/model: 309657, serial or lot number: (B)(6), expiry date: unknown, is device retained: yes, number of devices: 1, wipe, contained, labeled? Wiped, double bagged (if consumable), and labeled as per instructions.

Manufacturer narrative:
One photo received by our quality team for investigation. Through visual inspection, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. No defects or issues observed on the syringe or plunger. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team's investigation, possible root cause is associated with lack of cleanliness in the machinery. Cleaning maintenance will be implemented. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.